Manufacturer narrative:
A lot order search was performed on the cartridge, and there were no similar complaints found.

Event description:
It was reported that there was a yellow fluid inside of the foil pouch which contained the aq cartridge. There was no pt contact.